Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set up joint (suj) and the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did received da vinci products involved with this complaint to perform failure analysis. The usm was analyzed and found to have communication errors. The suj was analyzed and found to have electrical and fiberoptic defects. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) that they encountered errors on the universal surgical manipulator (usm)4. The tse advised the user to press the epo button, but the issue persisted, the user was instructed to disable the usm4 to continue the procedure with the remaining 3 usms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that by 'line 4', they meant arm 4-universal surgical manipulator (usm)4. The patient tolerated the change when the procedure was completed as a 3-arm configuration.